Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, explanted: (B)(6) 2017, product type catheter. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 6.4 mg/ml at 5 mg plus max 6 x 0.3 mg bolus/day and clonidine 364 mg/ml at 288 mg/day plus max 6 x 16.77 mg bolus/day via intrathecal drug delivery pump for non-malignant ¿ failed back surgery syndrome. It was reported that after a regular refill procedure a critical pump alarm occurred. The pain nurse interrogated the pump another time and a ¿motorstopp¿ message was in the n¿vision programmer. It was also noted on the logs that there was a motor stall on (B)(6) 2017 07:03. No motor stall recovery was reported and there was no recovery noted in the pump logs. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the motor stall. A catheter investigation was completed over the pumps side port under fluoroscopy. It was reported that it was not possible to aspirate the catheter. Therefore no lopamiro apply in the catheter. No patient symptoms were reported. The physician made the decision to perform a revision surgery and the pump and catheter were replaced. It was reported that the issue was resolved at this time of this report and the patient status was re ported as alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received; it was reported that patient experienced pain because under dose symptoms linked with the motor stop of the pump. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received. It was reported that the lot number of the catheter is not documented in the patient file.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. Analysis identified overinfusion with an undetermined root cause. Analysis identified dark residue occlusion in dispensing holes of the catheter. It was event related. (B)(4).